Event description:
During the process of troubleshooting a failure of the care unit's telemetry system, a patient who was not being monitored by ECG telemetry coded and required medical intervention. The patient was transferred to ICU and died two days later. The patient was the last of two that could not be provided with a spare transmitter during the time the telemetry system was being repaired. The care unit was adult medical diabetes. The telemetry system was brought back on line early the following morning.